Event description:
It was reported that during the implantation of a leadless pacemaker a possible perforation was suspected as pericardial effusion was noted and tamponade. The patient experienced cardiopulmonary arrest after the implant and later deceased.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys, expiration date: 14-sept-2022, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 30-april-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.